Manufacturer narrative:
Product event summary: the proximal portion of the lead was received, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. Concomitant product: c154dwk ICD, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had slow chronic rising impedance. And that the atrial lead was damaged during the right ventricular (rv) lead extraction. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.